Event description:
The customer had contacted beckman coulter, inc. (Bec) to report that he was sprayed in the face with clenz while replacing tubing in a coulter hmx hematology analyzer with autoloader. The customer was wearing personal protective equipment (i.e., prescription glasses, glove, and a lab coat) at the time of the event. There was no exposure to mucous membranes or open lesions (i.e., no fluid entered the customer's eyes, nose or mouth). There was no report of death or serious injury associated with this event. The customer did not seek medical attention. The customer washed his face with water. The customer reviewed the material safety data sheet (msds) for clenz. It is unknown if the laboratory has a risk management plan in place. There was no impact to patient sample results or patient treatment associated with this event.

Manufacturer narrative:
Product labeling states: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The customer reported that he had set the analyzer up for service to address a leak while on the phone with bec. He had located the leak at pv-37. Bec advised the customer to wear personal protective equipment before proceeding with the troubleshooting activities. The customer had replacement tubing available and requested assistance via telephone to replace it. The customer was then sprayed on the face with clenz while replacing the tubing. Bec advised the customer to wash his face before continuing with the troubleshooting activities. Service was not dispatched for this event. The customer was successful in replacing the tubing in the analyzer. This reportable event wa identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.